Event description:
The stent could not be inflated due to balloon burst, and during removal of the device, the stent struts were uplifed. In additon, there was difficulty removing the devices.

Manufacturer narrative:
This patient presented to the cath for treatment of a totally occluded de novo lesion in the proximal right coronary artery (rca) of unknown length and diameter. It was treated with an unidentified cypher. During inflation of the second stent, a 3.0x28mm cypher (proximal to the first) in the ostium of the proximal rca, the pressure could not be applied at all. The balloon ruptured and leakage of the contrast medium was confirmed. During withdrawal of the stent delivery system (sds), the proximal end of the stent became stuck in the guiding catheter. Therefore, the sds and the guiding catheter were removed from the patient, but became stuck in the sheath. Ultimately, all of the devices excluding the guidewire were removed. There was no vessel injury. A new 3.0x23mm cypher stent was implanted instead. There was no injury to the patient except swelling at the insertion site when the device was removed. The sds without the stent is available for testing and evaluation. However, the evaluation has not been initiated as of this writing. Additonal information received will be submitted within 30 days upon receipt. Please note that this product, (cjs28300, lot no. I0606043) is not distributed in the united states. However, it is similar to the united states distributed product, cxs28300.